Event description:
It was reported that during an inflatable penile prosthesis (ipp) implant surgery, the physician noted a curvature of the penis after performing the inflation test. As a result, the physician decided to perform modeling in an attempt to correct the curvature. Following the modeling, the device did not deflate. The physician made several attempts to reset the pump valves and also tried drawing back on the surrogate reservoir syringe, which ultimately deflated only the right cylinder. Consequently, the tubing was cut, and the device was removed. The procedure was then completed with a different device without any complications. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the cylinders and ms pump of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The ms pump was visually inspected, leak and functionally tested. Visual inspection revealed that the spring was found to be misaligned in the ms pump. No leaks were found in the pump. The pump passed the functional test. The cylinder were visually inspected and tested for leaks. Both cylinders passed the visual inspection. No damage or abnormalities were found. No leaks were found in the cylinders. Based on the information available and analysis results, the reported allegation of deflation issue is unable to be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during an inflatable penile prosthesis (ipp) implant surgery, the physician noted a curvature of the penis after performing the inflation test. As a result, the physician decided to perform modeling in an attempt to correct the curvature. Following the modeling, the device did not deflate. The physician made several attempts to reset the pump valves and also tried drawing back on the surrogate reservoir syringe, which ultimately deflated only the right cylinder. Consequently, the tubing was cut, and the device was removed. The procedure was then completed with a different device without any complications. No additional patient complications were reported.